Event description:
Pt underwent surgery for pelvic organ prolapse with the avualta mesh system. She required additional surgeries to remove & correct the problem. She suffered from erosions, dyspareunia. Diagnosis or reason for use: pelvic organ prolapse.